Event description:
It was reported that during an unknown procedure, both devices used on the first firing. The device did not load and clip as it should, the device cut vessel instead and they had to use ties to stock the vessel from bleeding. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws closed and in good visual condition. Upon evaluation, the trigger was difficult to cycle; in addition the clips were noted to be stuck with dried body fluids. The device was tested for functionality. Upon testing, the device was cycled, however no clips were fed, due to clips are adhered to the clip track by dried body fluids. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw, which have caused difficulty to fire. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. Due to the condition of the device, no further functional testing could be performed to evaluate the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clip did not feed into the jaw. The jaws of the device cut through the vessel like a pair of scissors. The patient was not given any blood products, the bleed was controlled through using ties.